Event description:
The patient contacted animas on (B)(6) 2013 alleging elevated blood glucose (bg) up to 456 mg/dl with nausea resulting from the absence of an occlusion alarm with a bent infusion cannula. This reported event does not meet animas¿ criteria of a reportable adverse event. The patient was not able to complete troubleshooting with the pump at the time of the call. Customer support made several attempts to contact the patient in follow up, however, the patient did not respond. This complaint is being reported because the alleged pump malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.